Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen timed out unexpectedly during the load process. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information to tandem technical support, and declined troubleshooting assistance, therefore, no additional information could be obtained.